Event description:
An elevated troponin I result of 4.4 ng/ml was obtained the result was not reported to the physician a second test from the same sample resulted in 0.00 ng/ml. The sample was tested again and a result of 0.01 was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument and instrument data indicated a need for r1 drain maintnance.